Event description:
It was reported that patient was experiencing inefficient pain therapy. The patient was also experiencing shocking sensations. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14522662, UDI:(B)(4).

Event description:
It was reported that patient was experiencing inefficient pain therapy. The patient was also experiencing shocking sensations. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components will not be returned. Additional information was received indicating that the patient was doing well postoperatively.